Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical inspection. The visual inspection showed cuttings of the insulation, deformations of the outer and inner coils and a damaged is-1 connector pin, which occurred most likely during surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that one month after the implantation, during a follow-up, a lead dislodgement was noted. The lead was explanted and a new one implanted. No adverse patient side effects were reported.